Manufacturer narrative:
The insulin pump was received with a solid white blank display with vertical black lines across the display due to cracked lcd glass. Unable to perform the self test and the displacement test or verify pump errors or alarms due to display anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a blank screen and lot of alarms. The customer¿s blood glucose was unknown at the time of incident. The customer stated that the insulin pump was damaged. The customer was reported that they used pen as a back up plan. The insulin pump will be returned for analysis.